Manufacturer narrative:
On 8/14/2019, it was reported to mentor that the patient experienced capsular contracture baker grade ii-iii on deflation on the left breast implant. The right implant was intact. The replacement devices were mentor moderate plus profile saline implants 350cc filled to 375cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/6/2019, the analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/20/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/14/2019, it was reported incorrectly that capsular contracture was on the left breast implant. The patient experienced capsular contracture baker grade ii-iii on the right breast implant and deflation on the left breast implant. The right implant was intact. The replacement devices were mentor moderate plus profile saline implants 350cc filled to 375cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with mentor smooth round moderate plus profile 325cc breast implants and experienced bilateral deflation. As a result, the patient will undergo explantation on (B)(6) 2019. This medwatch is for the left breast implant.